Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of perforation and detailed analysis did not reveal any abnormalities. Perforation, pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was suspected to cause several perforations on the interventricular septum during implant procedure. A new lead was used successfully. No additional adverse patient effects were reported. The device was discarded by the implant facility. The device was later returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected to cause several perforations on the interventricular septum during implant procedure. A new lead was used successfully. No additional adverse patient effects were reported. The device was discarded by the implant facility.